Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer received readings from his adc freestyle libre sensor that were believed to be erroneously high and higher than competitor meter readings. He further reported that on an unspecified date customer received a sensor result of 300 mg/dl, which was compared to a meter result of 88 mg/dl. Caller noted the customer was treated with insulin based off the sensor result and then became hypoglycemic; requiring subsequent treatment with glucagon. No further information was provided as caller discontinued the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and libre sensors and the investigation concluded that there were not any new nonconformances identified with the product, as the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. No further track and trend review was required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s father reported customer received readings from his adc freestyle libre sensor that were believed to be erroneously high and higher than competitor meter readings. He further reported that on an unspecified date customer received a sensor result of 300 mg/dl, which was compared to a meter result of 88 mg/dl. Caller noted the customer was treated with insulin based off the sensor result and then became hypoglycemic; requiring subsequent treatment with glucagon. No further information was provided as caller discontinued the call. There was no report of death or permanent injury associated with this event.